Manufacturer narrative:
Device returned to third party service center for evaluation.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, device was scrapped. This report is being submitted for left door missing. Replaced. Scratch on bottom enclosure replaced ,top enclosure power button damage. Foam is present. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.